Event description:
A historical revision of an eleos distal femur replacement was reportedly due to an alleged peri-prosthetic joint infection.

Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the alleged infection was not related to the design, manufacture, and/or sterilization of the revised implants.